Event description:
It was reported that pump experienced recurring malfunction alarms identified as malfunction 12, with at least three prior occurrences on same pump. There was no adverse impact to the customer¿s blood glucose level. Customer planned to continue using current pump until replacement arrived and would use alternate insulin method if necessary, while technical support arranged shipment of replacement pump with updated software.